Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was offline. The customer mentioned the station have burning smell when they tried to reboot it and not able to be issued meds to the patients using this station. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that there was a burning smell was not addressed by the bd field service engineer. The field service engineer evaluated the station: observed station was completely down with no power. Found drawer 3.2 on main causing issue; replaced drawer controller board. Visual inspection of the drawer controller observed no issue multimeter testing observed shorts with the following: diode d501, mosfet q501, ground to 5v contacts, and ground to vcc_in contacts. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was offline. The customer mentioned the station have burning smell when they tried to reboot it and not able to be issued meds to the patients using this station. As per part investigation, it was determined that shorts observed on diode d501, mosfet q501, ground to 5v contacts, and ground to vcc_in contacts. There were no delay and adverse events or injuries reported based on this event.